Manufacturer narrative:
The returned device analysis confirmed the reported mechanical jam associated with inability to remove the lock line and knot on the lock line (material deformation). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line resulting in the clip opening while locked during troubleshooting attempts (including breaking the lock lever), appears to be the result of the knot (material deformation), a cause for how the knot formed could not be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and placed on the mitral valve. While attempting to remove the lock line (ll), the physician observed one of the ends of the ll got entangled to the tip of the lock lever and was difficult to unravel after the o-ring was removed. It was expected a knot was present within the end of the ll. Troubleshooting was performed and the lock lever was deliberately broken. While doing so, it was observed the clip opened. The physician decided to invert the clip and remove the device. Once outside the anatomy, the physician cut both ends of the ll trying to assess the location of the device. A new clip was then inserted and deployed without issues, reducing mr to a grade of <1. There was no clinically significant delay in the procedure.